Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the same event has not reproduced, it worked normally. There was a period of time when the stimulator was out of charge, and it is presumed that the cause was there was no charge.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulator turned off even though the power was not being manipulated. The stimulator's power was turned to off even though the patient did not remember operating the communicator. Furthermore, it was displayed that the device could not be found when the communicator was connected to the therapy application. There were no particular environment, external, or patient factors that may have caused the event that came to mind. The inability to connect was improved by resetting the communicator. Stimulation was turned on, and the situation would be observed. The communication issue was resolved, but it was unknown if the stimulator turning off issue was resolved. No surgical intervention occurred or was planned. There was no health damage.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.